Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with the stent detached, a 6f guideliner, and an unknown snare. There was contrast in the inflation lumen and blood in the guidewire lumen, on the balloon. There was also contrast and blood on the stent when received. Although it was reported that the device was not used and the event happened during preparation, the presence of blood and contrast media in the inflation and guidewire lumens and on the stent is indicative of handling beyond simply preparation of the device, as was reported. Microscopic examination revealed that the balloon was loosely folded with stent impressions. The stent was returned attached to the snare. The entire stent was damaged with stretched, bent, flared, and overlapping struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported stent dislodgement outside the patient occurred. A 16x4.00 rebel stent was selected for use to treat the lesion. However, during preparation while the physician was trying to position the device, the stent slipped out of the delivery catheter. No patient complications were reported.